Event description:
It was reported that during a procedure, the farawave catheter while still outside the patients body was difficult to flush, and the luer may have been crushed. After the farawave catheter was unpacked, flushing was performed into the perfusion port and guidewire lumen using a 20cc syringe, and it was confirmed that the water has flowed out on both sides. After that, a starter guidewire was inserted, and the shape of the spline was checked in the order of basket and flower. Since the farawave catheter became close when it was inserted inside the patient, the perfusion line from the pressurized bag was connected into the farawave catheter and dripping confirmation was performed. However, dripping from the spline could not be confirmed easily, and it did not improve even when the pressure of the pressurized bag was increased. When the perfusion line is removed once and the dripping on the line is confirmed, the dripping from there is confirmed. When the syringe was inserted again into the perfusion port within the farawave catheter and flushing was performed, there was severe resistance, and it was difficult to push the water out. Since the perfusion of the farawave catheter could not be performed, a new farawave catheter was unpacked. Preparation was performed using the same procedure as before, and when connection was performed into the perfusion line of the pressurized bag, dripping from the spline was clearly confirmed. It was determined that the device could be used as intended, allowing the procedure to resume and be successfully completed. Moreover, when the starter guidewire was inserted into the new farawave catheter, there was severe resistance within the handle, and insertion was difficult. The shape of the tip also showed that the loop shape has expanded, and deformation was able to confirm. When a new starter guidewire was unpacked and tried to insert into the farawave catheter, it was able to insert smoothly, and the procedure was resumed. No patient complications reported. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device could not be tested as the luer was found to be broken causing the reported flushing issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the farawave catheter while still outside the patients body was difficult to flush, and the luer may have been crushed. After the farawave catheter was unpacked, flushing was performed into the perfusion port and guidewire lumen using a 20cc syringe, and it was confirmed that the water has flowed out on both sides. After that, a starter guidewire was inserted, and the shape of the spline was checked in the order of basket and flower. Since the farawave catheter became close when it was inserted inside the patient, the perfusion line from the pressurized bag was connected into the farawave catheter and dripping confirmation was performed. However, dripping from the spline could not be confirmed easily, and it did not improve even when the pressure of the pressurized bag was increased. When the perfusion line is removed once and the dripping on the line is confirmed, the dripping from there is confirmed. When the syringe was inserted again into the perfusion port within the farawave catheter and flushing was performed, there was severe resistance, and it was difficult to push the water out. Since the perfusion of the farawave catheter could not be performed, a new farawave catheter was unpacked. Preparation was performed using the same procedure as before, and when connection was performed into the perfusion line of the pressurized bag, dripping from the spline was clearly confirmed. It was determined that the device could be used as intended, allowing the procedure to resume and be successfully completed. Moreover, when the starter guidewire was inserted into the new farawave catheter, there was severe resistance within the handle, and insertion was difficult. The shape of the tip also showed that the loop shape has expanded, and deformation was able to confirm. When a new starter guidewire was unpacked and tried to insert into the farawave catheter, it was able to insert smoothly, and the procedure was resumed. No patient complications reported. The catheter is expected to be returned.